Event description:
It was reported that the unspecified bd¿ infusion set experienced flow issues. The following information was provided by the initial reporter: the primary bag was empty and the secondary flush bag had the chemotherapy backed up into it. This was easy to note due to the red coloring of the chemotherapy. First rn notified the charge rn who notified the nurse manager. The pump was switched out and the rest of the medication was given, along with the contents of the flush bag.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set experienced flow issues. The following information was provided by the initial reporter: the primary bag was empty and the secondary flush bag had the chemotherapy backed up into it. This was easy to note due to the red coloring of the chemotherapy. First rn notified the charge rn who notified the nurse manager. The pump was switched out and the rest of the medication was given, along with the contents of the flush bag.